Manufacturer narrative:
The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided.

Event description:
It was reported that the ventilator's patient circuit was broken and had a leakage. There was no patient harm.> manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to the information provided by the technician, affected patient circuit passed patient circuit test during pre-use check before transport of the ventilator. The unit was transported to the MRI theater. During attempt to connect the circuit to the patient, the visible crack was noticed. After agreement with sqe, a non conformity report has been issued for further investigation. The conclusion from investigation done by our supplier are as follow: "based on performed analysis, the hose damage appears to be a result of a combination of factors, including improper plugging and unplugging methods and near-expiration use. It is possible that external environmental factors have accelerated the aging of the product. In light of this situation, we have the following two recommendations: a. Users should hold the tube connector when plugging in or removing the tube to minimize stress on the tube. B. We are committed to enhancing the user experience. To make handling more convenient and to ensure that there is no contact with the tube body during plugging and unplugging, we are currently validating the hose with an extended flattened end and improved flexibility. Now the verification is in its final stages." Patient circuit's purpose is to for delivering and exchanging gases. The volume of the patient circuit used during pre-use check should be the same as during ventilation. If the patient circuit is changed after the pre-use check is completed, perform a new patient circuit test. Device's logs were not provided. During ventilation, several clinical alarms can be generated in case of damaged patient circuit, as an indication of difficulties with ventilating the patient. Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to transport of the ventilator. It was reported in initial emdr that the ventilator's patient circuit was broken and had a leakage. In fact based on provided information, the ventilator's patient circuit was broken during transport. There was no patient involvement, as issue found while the user was about to connect the circuit to the patient. The issue should be limited to fracture only. A correction of fields # h6 health effect ¿ impact codes and medical device ¿ problem code were required. H6 - health effect ¿ impact codes - previous health effect ¿ impact codes: no health consequences or impact///2199, corrected health effect ¿ impact codes: no patient involvement///2645. H6 - medical device ¿ problem code - previous medical device ¿ problem code: material integrity problem/break/fracture/1260 and mechanical problem/ leak/splash//1354, corrected medical device ¿ problem code: material integrity problem/break/fracture/1260.